Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer will continue to use the pump for insulin therapy; however, a replacement pump was sent to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.